Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Ventricular capture threshold began increasing from a baseline of around 0.7 volts the week of (B)(6) 2015 and became out of range the week of (B)(6) 2015. A lead warning occurred on (B)(6) 2016. Analysis of the device memory also indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv impedance began increasing from a baseline of around 500 ohms the week of (B)(6) 2015 to greater than 4000 ohms the week of (B)(6) 2016. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high impedance that were rising. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.